Manufacturer narrative:
The following devices were also listed in this report: c-taper cocr lfit head 36mm/0; cat # 06-3600; lot # unknown, trident psl ha cluster 54mm; cat # 542-11-54f; lot # unknown, 6.5 cancellous bone screw 25mm; cat # 2030-6525-1; lot # unknown, 6.5 cancellous bone screw 25mm; cat # 2030-6525-1; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding revision due to pain involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual inspection, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: an event regarding revision due to pain involving trident liner was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to pain. Spoke to rep: nothing was noted intra-operatively (nothing was loose, broken, etc). Rep confirmed that he may be able to provide date of implant and lot codes but otherwise no further information would be released by the hospital or surgeon.